Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a health care professional. This case concerns a (B)(6) male patient who received treatment with synvisc one injection and after unknown latency had right knee swelling/patient's right knee was two to two and half times larger than the left knee, right knee pain/pain was worst he had ever, right knee redness that worsened over several hours, right knee was drained, unable to bear weight and couldn't walk. Medical history included back problems for which the patient used back pump and hydrocodone. Patient had received a steroid injection in (B)(6) 2017. Patient did not had any prosthetic device e.g. Prosthetic hip/ knee, prosthetic valve, pacemaker and or defibrillator, no allergy history (avian proteins, feathers, or egg products) and no diabetes immune-compromise, infections. Patient was well-nourished with good hygiene. No concomitant medication and concurrent condition was provided. On an unknown date in (B)(6) 2017 ( at the end on thursday), patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number and expiration date: not provided) in right knee for osteoarthritis. On an unknown date in (B)(6) 2017, the patient experienced swelling, pain and redness immediately after injection that worsened over several hours. Patient's pain was >10 on a scale of 1 to 10. The patient was seen in the physician's office on the following monday, the right knee was drained and a steroid was injected. It was reported that the patient did not engage in activities such as jogging or tennis soon after the injection and only rested. The patient's right knee was a little more swollen than left before receiving synvisc-one, then after receiving synvisc-one the patient's right knee was two to two and half times larger than the left knee. Patient was able to bear weight prior to synvisc-one but unable to bear weight after synvsic one (onset date: (B)(6) 2017). Patient tried to use his wife's walker with wheels but did not help, he then used a cane which the patient was still using periodically. The patient's right knee swelling, pain and redness resolved over several weeks. The patient was contacted by his physician. It was also reported that patient still used a cane for balance and when knee gives out patient began to use a cane (B)(6) then had to go back on it after the steroid and still uses it after synvisc one. Patient tried to use his wife's walker with wheels but did not help, he then used a cane which the patient was still using. Corrective treatment: not reported for unable to bear weight, cane for could not walk and steroid, hydrocodone bitartrate/paracetamol (vicodin), ibuprofen, ice and rest for rest of the events outcome: not recovered for unable to bear weight, could not walk and not recovered for other events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for right knee swelling/patient's right knee was two to two and half times larger than the left knee, right knee pain/pain was worst he had ever, right knee redness that worsened over several hours and right knee was drained.

Event description:
This unsolicited case from united states was received on 15-dec-2017 from a health care professional. This case concerns a (B)(6) years old male patient who received treatment with synvisc one injection and after unknown latency, was unable to bear weight, had allergic reaction, inflammation and couldn't walk. Medical history included back problems for which the patient used back pump and hydrocodone. Patient had received a steroid injection in early (B)(6) 2017. Patient did not had any prosthetic device e.g. Prosthetic hip/ knee, prosthetic valve, pacemaker and or defibrillator, no allergy history (avian proteins, feathers, or egg products) and no diabetes immune-compromise, infections. Patient was well-nourished with good hygiene. Patient was allergic to aspirin (sensitive stomach). Patient had history of renal surgery (both right and left), carpal tunnel, back surgery, tonsillitis, cholesterol, osteoarthritis, tonsillectomy. Concomitant medications: amlodipine/ atorvastatin/ramipril, bupropion, donepezil, fexofenadine, hydrocodone/paracetamol, omeprazole, zolpidem tartrate. On (B)(6) 2017 (at the end on thursday), patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot number 7rsl021 and expiration date: 31-may-2020) in right knee for osteoarthritis. On an unknown date in (B)(6) 2017, the patient experienced swelling, pain and redness immediately after injection that worsened over several hours. Patient's pain was >10 on a scale of 1 to 10. The patient was seen in the physician's office on the following monday, the right knee was drained and a steroid was injected. It was reported that the patient did not engage in activities such as jogging or tennis soon after the injection and only rested. The patient's right knee was a little more swollen than left before receiving synvisc-one, then after receiving synvisc-one the patient's right knee was two to two and half times larger than the left knee. Patient was able to bear weight prior to synvisc-one but unable to bear weight after synvsic one (onset date: (B)(6) 2017). Patient had an allergic reaction from the injectin (onset: (B)(6) 2017; latency: unknown). Patient tried to use his wife's walker with wheels but did not help, he then used a cane which the patient was still using periodically. The patient's right knee swelling, pain and redness resolved over several weeks. On the patient was contacted by his physician. It was also reported that patient still used a cane for balance and when knee gives out patient began to use a cane early (B)(6) then had to go back on it after the steroid and still uses it after synvisc one. Patient tried to use his wife's walker with wheels but did not help, he then used a cane which the patient was still using. On (B)(6) 2017, patient's knee was aspirated and he received cortisone injection. Patient was inspected on (B)(6) 2018 and there were no signs and symptoms of infection in right knee on that day. Corrective treatment: cane for couldn't walk; depo-medrol for allergic reaction and inflammation; not reported for unable to bear weight outcome: unknown for inflammation and allergic reaction; not recovered for others a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for inflammation and allergic reaction; disability for couldn't walk and device malfunction additional information was received on 23-jan-2018. Global ptc number and results were added. Text was amended accordingly. Additional information was received on 29-jan-2018 from the health care professional. Events of allergic reaction, device malfunction and inflammation were added. Concomitant medications and medical history were added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 29-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later was unable to walk, had allergic reaction and joint inflammation. A temporal relation can be established with the suspect product. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 15-dec-2017 from a health care professional. This case concerns a (B)(6) years old male patient who received treatment with synvisc one injection and after unknown latency had right knee swelling/patient's right knee was two to two and half times larger than the left knee, right knee pain/pain was worst he had ever, right knee redness that worsened over several hours, right knee was drained, unable to bear weight and couldn't walk. Medical history included back problems for which the patient used back pump and hydrocodone. Patient had received a steroid injection in early (B)(6) 2017. Patient did not had any prosthetic device e.g. Prosthetic hip/ knee, prosthetic valve, pacemaker and or defibrillator, no allergy history (avian proteins, feathers, or egg products) and no diabetes immune-compromise, infections. Patient was well-nourished with good hygiene. No concomitant medication and concurrent condition was provided. On an unknown date in (B)(6) 2017 ( at the end on thursday), patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number and expiration date: not provided) in right knee for osteoarthritis. On an unknown date in (B)(6) 2017, the patient experienced swelling, pain and redness immediately after injection that worsened over several hours. Patient's pain was >10 on a scale of 1 to 10. The patient was seen in the physician's office on the following monday, the right knee was drained and a steroid was injected. It was reported that the patient did not engage in activities such as jogging or tennis soon after the injection and only rested. The patient's right knee was a little more swollen than left before receiving synvisc-one, then after receiving synvisc-one the patient's right knee was two to two and half times larger than the left knee. Patient was able to bear weight prior to synvisc-one but unable to bear weight after synvsic one (onset date: (B)(6) 2017). Patient tried to use his wife's walker with wheels but did not help, he then used a cane which the patient was still using periodically. The patient's right knee swelling, pain and redness resolved over several weeks. The patient was contacted by his physician. It was also reported that patient still used a cane for balance and when knee gives out patient began to use a cane early (B)(6) then had to go back on it after the steroid and still uses it after synvisc one. Patient tried to use his wife's walker with wheels but did not help, he then used a cane which the patient was still using. Corrective treatment: not reported for unable to bear weight, cane for could not walk and steroid, hydrocodone bitartrate/paracetamol (vicodin), ibuprofen, ice and rest for rest of the events outcome: not recovered for unable to bear weight, could not walk and not recovered for other events a pharmaceutical technical complaint (ptc) was initiated with global ptc number:(B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: required intervention for right knee swelling/patient's right knee was two to two and half times larger than the left knee, right knee pain/pain was worst he had ever, right knee redness that worsened over several hours and right knee was drained additional information was received on 23-jan-2018. Global ptc number and results were added. Text was amended accordingly.